Manufacturer narrative:
Concomitant product : 5076-52 lead implanted: (B)(6) 2008; product event summary : the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation due to the left ventricular lead. The lead also had high threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.